Manufacturer narrative:
A siemens field service engineer (fse) was dispatched the customer site. The fse tested the facility electrical connections then replaced the powervar uninterrupted power source (ups). The fse monitored the functionality of the new ups then made all appropriate instrument connections. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The powervar uninterrupted power source ( ups) connected to the advia 1800 system began to emit smoke, caught fire and the battery subsequently failed. The user received a very slight 1st degree burn with singed hair on his hand. No medical treatment was necessary. There are no reports of any damage to any laboratory or surrounding equipment. The ups was disconnected from the system.